Event description:
It was reported that the customer had high blood glucose levels and that there were air bubbles in the insulin pump tubing. The blood glucose reading was 407 mg/dl, which was treated with a manual injection. The customer did not observe any symptoms of high blood glucose. Assisted her with troubleshooting for air bubbles. The customer called to continue troubleshooting, and it was found that the insulin pump was working as designed. However, the customer stated that she was not comfortable using the insulin pump after multiple infusion set changes. The device passed the high pressure test. Advised that the insulin pump would be replaced per customer's request. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.